Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam and seeing black particles in the filter, smelling a burning odor, and the power supply too hot to touch. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, in exterior investigation the unknown dust/dirt contamination present on all surfaces of the base unit, air inlet. In internal investigation, there was unknown debris in the tracks of the ui panel. Manufacturer found mineral deposits present on the motor casing, unknown liquid ingress. Unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller and rear panel and rea panel o-ring. Keratin like substance was observed sround the blower box outlet. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found five error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath. Sections d8, d9, h2, h3, and h6 were updated.